Event description:
First issue: mac lab sys failed to boot at all. Second issue: case then started; we used anesthesia monitoring sys for arterial and pa pressures tracings and displayed them on systemsone screen. Vascular surgery obtained access in the right common iliac. After about 30 minutes of placing catheters and several aortograms, we began to prepare to place the delivery sheath. The cath lab side fluoro, systems1, any images projecting onto the screen in the room then abruptly and completely shut down. Multiple attempts to restart were made but the sys would begin to restart and shut down. The systemsone tech was present and after about a hour of attempts was able to restart the sys; this involved rerouting the power sources and unplugging anything not vital to the case. We then replaced the catheters, but after about 5 minutes of fluoro the entire sys shut down again. At no point did any of the other non-cath lab equipment in the room shut down. The anesthesia machines, tee probe, lights and other computers in the room not routed through the systemsone interface worked throughout. We had to move the pt with an open incision down one floor to the cardiac cath lab to finish the case.